Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that the diff mix motor was malfunctioning. The fse replaced the diff mix motor drive assembly resolving the diff vote outs and the diff r flags. Upon recur, the failure mode identified is likely to generate erroneous diff results due to improper mix chamber operation. (B)(4).

Event description:
The customer reported obtaining no differential results (::::) with diff r flags while running patient samples on the lh500. There were no erroneous results reported outside the lab as no numeric diff values were obtained.